Manufacturer narrative:
The device was returned for analysis. However, the report of failure/incomplete open event could not be confirmed. The cause for the reported experience could not be determined as the returned pipeline braid was observed to be fully open, detached from the pushwire, with damage (fraying) on one end. It is possible that the damaged braid and the patient¿s medium tortuosity may have contributed to the reported issue. However, the cause of the damage could not be determined. Per our instructions for use (IFU): the user should begin to deliver the device using a combination of unsheathing the embolization device and pushing delivery wire simultaneously. After the distal end of the embolization device has successfully expanded, deploy the remainder of embolization device by pushing the delivery wire and/or unsheathing the embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the embolization device. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the during cerebral aneurysm flow diverter procedure, the flow diverter was attempted to be opened within the m1, but failed. The flow diverter was removed from the patient. The anatomy was reported as being medium in size and tortuosity. The patient was not injured and treated with a new different size device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.